Event description:
According to the complainant, during procedure prepping, the self test ran fine however, during the procedure, the prolieve system's prostate or compression balloon did not deflate. Upon device removal there was some pain to the patient. The physician successfully completed the procedure with this prolieve thermodilatation kit. No patient complications were reported as a result of this event. The patient was sent home with a catheter to ensure there would be no "voiding" problems. Clinical follow-up: territory manager, 2007. Patient no longer has blood in urine and catheter will be removed the same day. Confirmed no risk of urethral injury.

Manufacturer narrative:
The lot number for the prolieve thermodilatation kit is not known; therefore, the device manufacture date and expiration date cannot be determined. However, the lot number provided by the complainant represents the prolieve catheter; a part of the kit. A visual examination of the returned device revealed no defects with the prolieve catheter and no defects with the balloons as each were filled and deflated without issue. The customer's complaint is not confirmed.